Event description:
It was reported that the contrast agent was found leaking. The severely stenosed target lesion was located in the mildly tortuous and moderately calcified radial artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, when the balloon was inflated once at 6atm, it was noted that the contrast agent was leaking in the mid spot of the balloon. Futhermore, there was invisible pinhole in the balloon. The device was simply pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was fine post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 3mm proximal of the distal markerband. An examination of the balloon material identified no further issues. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the contrast agent was found leaking. The severely stenosed target lesion was located in the mildly tortuous and moderately calcified radial artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, when the balloon was inflated once at 6atm, it was noted that the contrast agent was leaking in the mid spot of the balloon. Futhermore, there was invisible pinhole in the balloon. The device was simply pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was fine post procedure.